Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 5: reference manufacturer report: 3006705815-2018-00036, 1627487-2018-00219, 1627487-2018-00391 and 1627487-2018-00393. It was reported the patient had an infection at the lead site. The patient saw the doctor who confirmed infection at the lead sites and at the ipg site. The patient was treated with couple of rounds of oral antibiotics and required no hospitalizations. It is unknown if cultures were taken. Surgical intervention was taken to explant the scs system.